Event description:
Boston scientific received information that the patient with this implantable defibrillation lead received inappropriate anti-tachycardia pacing (atp) due to oversensing of noise. Additionally the patient was reported to have experienced a syncopal event due to pacing inhibition from oversensing of noise. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the physician will likely cap and replace this lead. Our records indicate this lead currently remains in service. Should additional information become available this report will be updated.